Event description:
Very bad reaction to new dexcom adhesive. Itchy, red bumps that take weeks to heal. No amount of skin tac and barrier protection helps relieve rash. I've been on dexcom for almost 2 years and have never had a problem until the adhesive change a few months ago. FDA safety report ID# (B)(4).